Manufacturer narrative:
Product complaint (B)(4) the following literature cite has been reviewed: innocenti m, smulders k, andreotti m, willems jh, van hellemondt g, nijhof mw. The use of a standard-length conical tapered stem in hip revision arthroplasty to address paprosky type I-ii femoral defects: a prospective study of 87 patients. Arch orthop trauma surg. 2023 sep;143(9):5945-5955. Doi: 10.1007/s00402-023-04797-y. Epub 2023 feb 20. Pmid: 36806987; pmcid: pmc10449674. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: innocenti m, smulders k, andreotti m, willems jh, van hellemondt g, nijhof mw. The use of a standard-length conical tapered stem in hip revision arthroplasty to address paprosky type I-ii femoral defects: a prospective study of 87 patients. Arch orthop trauma surg. 2023 sep;143(9):5945-5955. Doi: 10.1007/s00402-023-04797-y. Epub 2023 feb 20. Pmid: 36806987; pmcid: pmc10449674. Objective/methods/study data: to evaluate the influence of pelvic tilt on cup measurements in postoperative CT scans. 123 patients were included within the study. All patients were implanted with pinnacle cups and corail stems. Other devices that were used on the patient at the time of the event: unk hip femoral stem corail and unk hip acetabular cup pinnacle lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown hip femoral head and unknown hip acetabular liner adverse event(s) and provided interventions possibly associated with unknown hip femoral head (qty 1): one patient experienced a dislocation. Cup was noted to be in good position, but impingement between the unusual prominent inferior iliac spine and the greater trochanter in 90 degrees of flexion and 20 degrees of internal rotation was detected. Patient underwent a revision. Adverse event(s) and provided interventions possibly associated with unknown hip acetabular liner (qty 1): one patient experienced a dislocation. Cup was noted to be in good position, but impingement between the unusual prominent inferior iliac spine and the greater trochanter in 90 degrees of flexion and 20 degrees of internal rotation was detected. Patient underwent a revision.